Event description:
Customer reported issues with the insulin pump. Customer states that the act button is not working due to keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The device had cracked reservoir tube lip.